Manufacturer narrative:
Pending evaluation. No information provided in the following section(s): weight, ethnicity, relevant tests/laboratory data, other relevant history.

Event description:
As reported. Approximately 4.5 years post initial right tka, the (B)(6) female patient had a revision due to delaminating/pitting and wear that can be seen. Patella warn riding on the sharp lateral edge of troc. Patient's insert and patella replaced. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos/x-rays received. The device will be return.

Manufacturer narrative:
After further review of additional information received the following sections d9, d10, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was most likely due to wear of the patella secondary to contact against the lateral trochlear ridge of the femoral component. Individual contributions from implant positioning and/or patient conditions to the prosthesis wear to the sequence of events cannot be determined from the reported information. The tibial insert may have been replaced at the time of the patella revision due to an unknown reason and/or inclusion in the packaging recall, but it did not appear to have been revised due to wear. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Section d1: brand name section d4: model number; catalog number; serial number; expiration date; unique identifier (UDI) # section g4: PMA/510(k)number section h4: device manufacture date.